Event description:
Delivery system failure: the delivery system of the relay pro was caught during advancement from the fa to the eia. The delivery system was withdrawn and checked. As a hangnail-like deformation was found in the tip of the outer sheath, the relay pro was replaced with another relay pro of the same size to continue the procedure. Subsequently, the procedure was completed successfully. Ancillary devices: lunderquist guidewire (double curve type, 300cm, cook medical) and dryseal introducer sheath (22fr, gore) operation type: tevar. (Tc# (B)(4)) patient outcome, "no health damage to patient."

Event description:
Delivery system failure: the delivery system of the relay pro was caught during advancement from the fa to the eia. The delivery system was withdrawn and checked. As a hangnail-like deformation was found in the tip of the outer sheath, the relay pro was replaced with another relay pro of the same size to continue the procedure. Subsequently, the procedure was completed successfully. Ancillary devices: lunderquist guidewire (double curve type, 300cm, cook medical) and dryseal introducer sheath (22fr, gore) operation type: tevar ((B)(6) ) patient outcome - "no health damage to patient."